Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A 6947 implantable tachy lead: (B)(6) 2012; 4296 implantable pacing lead: 2012. (B)(4).

Event description:
It was reported that post-op the atrial lead dislodged. The lead had unstable thresholds and was undersensing. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.